Event description:
Customer reported that there was a malfunction from a pyxis anesthesia es system drawer during a procedure that prevented the user from accessing medication. The nature of the procedure was open heart surgery. Customer did not specify the length of the delay to patient care. The medication involved was midazolam. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that there was a malfunction from a pyxis anesthesia es system drawer during a procedure that prevented the user from accessing medication. The nature of the procedure was open heart surgery. Customer did not specify the length of the delay to patient care. The medication involved was midazolam. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and determined that the cause of the malfunction was due to regular usage. The technician resolved the issue by replacing a retractor band on the drawer and verifying that there were no further issues.

Event description:
Customer reported that there was a malfunction from a pyxis anesthesia es system drawer during a procedure that prevented the user from accessing medication. The nature of the procedure was open heart surgery. Customer did not specify the length of the delay to patient care. The medication involved was midazolam. Patient or user harm was not reported.

Manufacturer narrative:
Additional information for the initial MFR 2016493-2022-99069 was provided in section a1and g1. Correction: d1 and d4. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 kept failing. The field service technician replaced the retractor band on drawer 2.2 to resolve the issue. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-mar-2020 to 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.